Event description:
Product analysis on the handheld was completed on (B)(6) 2012. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis on the flashcard was also performed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site was having an issue with their vns programming system. The screen was being unresponsive as it was stuck on the dosing screen. A hard reset was performed; however, the setup would not advance past the alignment screen. The screen was cleaned and a second hard reset was performed, however, this did not resolve the issue. It was clarified that the handheld was not frozen, just that the screen was not responsive. The programming handheld was returned to the manufacturer on (B)(4) 2012; however, product analysis is not yet complete.